Manufacturer narrative:
The device has been received by the MFR; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corp on may 11, 2009, that a stonetome stone removal device was used during an endoscopic sphincterotomy. According to the complainant, during the procedure when the electricity was applied, the proximal part of the cutting wire was torn off. No part of the wire fell in the pt. The procedure was completed with another stonetome stone removal device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.